Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined. System related product: mcs-p3-31-aoa-us /sn (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve would not release when deployed to 90%. After approximately 15 minutes of manipulation, (per the instructions for use (IFU), the valve released, but dislodged from the targeted location. An echocardiogram indicated moderate paravalvular leak (pvl). Subsequently, a second transcatheter bioprosthetic valve was implanted valve-in-valve. It was reported that the patient had a calcified and tortuous abdominal aorta. No other adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the delivery catheter system (dcs) handle was intact. The micro knob (thumb wheel) was able to retract and advance the capsule. The macro (cursor) moved to fully advance and retracted positions and locked in place when released. Measurement of catheter tabs distal to capsule was 7.00 mm. The distal edge of the capsule sat flush against the catheter tip when fully advanced. A bump/kink was observed on the proximal end of the capsule. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.